Manufacturer narrative:
No device associated with this report was received for examination. The manufacturing records for this product/lot combination was reviewed by depuy quality engineering. No related deviations or anomalies were identified. Provided patient medical records have been reviewed by a depuy legal nurse. It cannot be determined that the implants contributed to the reported injury. The investigation is unable to determine a root cause for the fractured femoral component with the information available. Based on the investigation a need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/07/2016 - sticker sheet was received for the stem. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2016 medical records received. After review of the medical records for MDR reportability,the revision operative notes report a broken aml stem that was very difficult to remove due to bony ingrowth.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/23/16 medical records received. After review of the medical records for MDR reportability, lab levels were provided for cobalt and chromium and both are below 7ppb. There is no new additional information that would affect the existing investigation.